Manufacturer narrative:
This ipg serial number was included in field advisories. Results: the complaint of "no stimulation" was confirmed. As rec'd, the ipg had multiple broken feed through wire in ipg header. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15073.